Manufacturer narrative:
Based on the information provided to date, the patient has not been medically assessed for his symptoms. At this time, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The patient reported that he was implanted with the bard device in 2011, no day or month could be provided. Note that the date of implant documented is an estimate for documentation purposes. The estimated date is based on a midway point from when the product lot was released for distribution (06/29/2011) and the end of the year. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported to davol by the patient: it has been alleged by the patient that in 2011 he underwent a right inguinal hernia repair procedure and was implanted with a bard perfix plug. The patient reports in 2016 he has been experiencing an intermittent burning sensation on his right upper calf that lasts for about 10 seconds each episode. The patient states it feels like an "electric shock" which is also followed by some pain and tenderness in his right groin area. The patient states that he feels as though the perfix plug is impinging on his nerves in the right groin area, causing the burning and tingling sensations he has been experiencing. As reported, to date the patient has not been treated for his reported pain; however is seeking a medical professional in his area to help assess the reported symptoms.

Event description:
The following was reported to davol by the patient: it has been alleged by the patient that in 2011 he underwent a right inguinal hernia repair procedure and was implanted with a bard perfix plug. The patient reports in 2016 he has been experiencing an intermittent burning sensation on his right upper calf that lasts for about 10 seconds each episode. The patient states it feels like an "electric shock" which is also followed by some pain and tenderness in his right groin area. The patient states that he feels as though the perfix plug is impinging on his nerves in the right groin area, causing the burning and tingling sensations he has been experiencing. As reported, to date the patient has not been treated for his reported pain; however is seeking a medical professional in his area to help assess the reported symptoms. Addendum: the attorney for the patient alleges that the patient underwent surgery and was implanted with an bard/davol perfix plug on 11/02/2011. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
This is an addendum to the initial emdr to document the actual implant date provided by the patient's attorney. No additional information was provided that would change the initial determination. At this time, no conclusion can be made. If additional information is obtained, a supplemental emdr will be submitted.